Event description:
A pt reported to gore in a letter that a pair of cheek implants were removed 5 years after being implanted because they appeared to be uneven and one had been displaced on a nerve close to the eye.

Manufacturer narrative:
Devices have not been returned for eval. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that these lots met all pre-release specs. The pt made 1 report on a pair of cheek implants (lot p12606-029/catalog #1ck001 and lot 00407090/catalog #1ckoo2). A review of the mfg records for these lots verified that all pre-release specs were met. The potential for adverse reactions is addressed in the instructions for use with the statement, "possible adverse reactions with any facial implant device may include, but are not limited to: inflammation, infection, fistula formation, migration, extrusion, hematoma, induration, seroma formation, inadequate healing, and inadequate or excessive augmentation." All available info has been placed on file for tracking, trending and follow-up.